Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and an anterior prolapse for a mitraclip procedure. A mitraclip xtw was prepped per IFU without any problem and inserted into the left ventricle. The mitraclip xtw was oriented to the anterior2/posterior2 (a2/p2) leaflets. During the gripper check pre-grasping, one of the grippers would not lower. Troubleshooting was performed unsuccessfully. The clip was removed from the patient. The grippers were once again checked outside of the patient where the gripper continued to not lower. A new mitraclip xtw was selected and implanted successfully at a2p2. The final mr was grade 1-2. There was no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a